Event description:
It was reported that the patient had pain and skin discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.